Event description:
A customer reported lower scan values when scanning the adc device. On (B)(6) 2022, the customer experienced nausea, vomiting, fatigue, and weakness, obtained a sensor scan of 175 mg/dl/ compared to a built-in glucose test of 394 mg/dl, results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer self-treated with an injection of insulin and called emergency services who brought them to the hospital. An hcp glucose test of 500 mg/dl was obtained with no comparison sensor scan performed, and the customer was hospitalized and treated with "fluids and pramin" for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 30-jun-2020. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.